Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the case and no further anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high impedances and high capture thresholds.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the pacemaker has been returned, but analysis has not yet been completed. This report will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that there were out of range pacing impedances on the left ventricular (lv) lead connected to this pacemaker. High capture thresholds were also noted. The lv lead was surgically abandoned; this pacemaker was explanted and replaced during the same procedure. No additional adverse patient effects were reported.